Event description:
It was reported during an atrial fibrillation (afib) ablation procedure with a soundstar catheter, prior to ablating, the patient experienced thrombosis. It was reported that there was noise displayed across all of the ECG signals, on the carto¿ 3 system only. The entire ECG cable was replaced without resolution. The lead harness set for the ECG cable was replaced without resolution. The recording system was disconnected from the patient interface unit (piu), but the ECG noise still persisted. The "bear hugger" and the defibrillation machine were both turned off, without resolution. The ultrasound system was disconnected from the carto¿ 3 system, without resolution. When the patch unit was disconnected from the piu, the ECG noise on the carto¿ 3 system had gotten worse. The lower limb lead ECG electrode patch locations were adjusted on the patient, without resolution. The grounding pad was moved from the lower back to the patient's leg, but the issue still persisted. The entire ngen¿ generator system was shut down, and the ngen¿ monitor was disconnected from the carto¿ 3 system, but the ECG noise still persisted on the carto¿ 3 system. It was then noticed that the patient had a clot in the right atrial appendage. No ablation had been started at this point in the procedure, and the thermocool smarttouch® sf catheter and the octaray¿ catheter had not been inserted into the body yet either. The only catheter in the body at the time, was the soundstar catheter in the right atrium, for intracardiac echocardiography (ice) visualization. The clot was discovered and confirmed via ice, with the soundstar catheter. No medical intervention was provided to the patient. The patient is in stable condition. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The noise issue was assessed as non MDR reportable. The clot in the right atrial appendage was assessed as a MDR reportable (serious injury) under the soundstar catheter.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number g9485856 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During additional review on 22-jul-2025, the right atrial appendage clot was diagnosed and confirmed with the soundstar catheter and since there was no indication the clot was associated with the soundstar catheter, the soundstar catheter was reassessed as a non reportable concomitant product. Therefore, updated the h6. Health effect - clinical code, h6. Health effect - impact code and h6. Medical device problem code. Manufacturer's reference number: (B)(4).